Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b toothbrush head kept coming off of their oral-b 1000 toothbrush. No injury was reported.